Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed, "cassette not attached properly." The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a peeled upstream occlusion seal a review of the event history log (ehl) showed a cassette not attached properly error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to unknown. As a result, the downstream occlusion sensor, bezel, seal, and latch lock sensor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.